Event description:
Reportedly, during a procedure involving a cardiac valve, the pledget detached from the suture and fell into the valve requiring retrieval. The procedure time was extended by one hour due to difficulty in clamping the aortic artery and the cardiac valve was lost.